Event description:
It was reported that the 9800 system made a loud popping noise from the x-ray tube. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.